Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: device expiration date: unknown. H4: device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: a patient complained that the drug solution did not come out.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: a patient complained that the drug solution did not come out.